Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had an insulin pump that will not bolus and none of the buttons are working. Caller stated that this issue started happening about 2 weeks ago. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer treated with a novolog pen. Customer wears the pump in her pocket. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery test or occlusion test due to the prime anomaly. The pump was received with a cracked case at the display window corners, a broken reservoir tube lip and minor scratches on the lcd window.